Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after advancing the device into the patient's stomach, the physician actuated the handle in an attempt to extend the basket; however, only one wire, which was broken, extended, while the other basket wires were found to be twisted. The device was withdrawn from the patient, and then the procedure was completed with another trapezoid rx lithotripter compatible basket. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A physical examination of the trapezoid basket was returned with the original product label and tip. Residue was present on the device indicating use/handling. The device was cut apart at the distal end of the heatshrink. The handle cannula had been pulled out from under the set screws in the handle cannula assembly and was not returned for analysis. The handle label was removed and the set screws were found to be present and properly placed. The coil assembly was buckled in multiple places. The guidewire lumen (side-car rx) presented pushback of approximately 1mm. Furthermore, one of the basket wires to have been pulled out of the tip. The remaining 3 basket wires appeared to be properly formed and un-deformed. The tip presented evidence that the wire had been pulled distally out of the tip which caused a portion of the proximal end of the tip to be peeled toward the distal end. The detached basket wire also presented evidence that it had been pulled distally. The condition of the returned unit was consistent with the complaint incident that basket wire broke. It appears the basket was folded over or inverted during the procedure causing the stone to be offset when caught within the basket. The stone would have then applied pressure on a single wire instead of the forces being equally distributed between the 4 basket wires. This un-equal distribution of force would have caused the basket wire to fail during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after advancing the device into the patient's stomach, the physician actuated the handle in an attempt to extend the basket; however, only one wire, which was broken, extended, while the other basket wires were found to be twisted. The device was withdrawn from the patient, and then the procedure was completed with another trapezoid rx lithotripter compatible basket. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of basket wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed